Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation however, the charger was unable to charge a battery due to internally shorted q1 on the bedside board being internally shorted. Additionally, the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause of the shorted q1 was unable to be positively identified. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger was not charging the batteries.